Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient did not think it was working. She had changed the batteries in the patient programmer (pp). She tried to change stim on the day of this call and wasn't able to. Patient synched with implantable nuerostimulator (ins) during the call and stim was turned off. Patient felt ¿ a shock¿ when she finally got it turned on. Patient decreased stim then increased it to a comfortable level. Patient said she still thinks she should have the device taken out because it was a pain in the neck. It was also reported that she had been spending a lot of time in the bathroom. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.